Event description:
It was reported that the user experienced hyperglycemia during an illness, with self-reported glucose ranging from 42 to 400 mg/dl, and noted that ilet adjusted insulin delivery; the user believed illness contributed to elevated glucose, and later experienced several lows requiring pauses in insulin while the pump readjusted. Symptoms included shakiness and fatigue. Outcomes included resolution without outside assistance or medical intervention, with correction achieved by the ilet and oral glucose tablets. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported, with hyperglycemia and subsequent hypoglycemia of unclear cause during intercurrent illness, and correction achieved via device algorithm and oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.